Event description:
This is the same pt and same date of surgery reported under MDR ID # 2024601-2006-00044 and MDR ID # 2024601-2006-00045. This is the first MDR submitted for the first suspect product. Reported as "3 vg lapbands used, all break at tubing collar junction during closing the bands. Operation was stopped no vg band implanted." Though three seperated reports are being submitted as three devices are implicated, it should be noted that only 1 surgery was involved.